Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged powerglide catheter was confirmed and the cause was use-related. The product returned for evaluation was one 18gax8cm powerglide midline catheter assembly. The assembly was received assembled. Blood residue was observed within the catheter tubing. The needle protruded through the side of the catheter tubing approximately 3mm proximal of the catheter tip. Extending the catheter revealed a bent shape memory in the vicinity of the needle puncture. Microscopic inspection of the puncture site revealed a v-shaped split with sharply defined edges. The location and characteristics of the split in the catheter were consistent with puncturing the catheter with the introducer needle tip. This occurs when the catheter is withdrawn against the needle tip. The blood residue indicated that this withdrawal likely occurred during attempted device placement. The IFU states ¿do not perforate, tear, or fracture the catheter with the needle or guidewire during the procedure. Warning: once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back against the needle. This may result in damage to the catheter. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter.¿

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of reyg2297 showed no other similar product complaint(s) from these lot numbers.

Event description:
(B)(6) 2015 - the facility reported they have an alleged defective midline. Per contact, it reportedly looks like it sheared or shredded on the side of the catheter.